Event description:
It was reported that the rotapro became stuck on the rotawire. A 1.25mm rotapro and a rotawire and wireclip torquer were selected for use in a percutaneous coronary intervention in the distal right coronary artery. The 75% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. While removing the device from the patient's body, the rotapro became stuck on the rotawire. Both devices were removed together. The procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.